Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a loop ileostomy take down. The stapler would not deploy staples when attempting to fire. To correct this condition, another device was applied. First click went fine, 2nd click was harder and after removal the staple line fell apart. Tried a second product on an inert object and same thing happened and entire jaw was turning and bending. Had to re-do the ostomy by hand and gia stapler + hand anastomosis where ta90 should have gone. There was unanticipated tissue loss. The current patient status is okay. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler opened by the account. The instrument was received loaded with a reload. Visual inspection of the reload noted that some of the staples were partially advanced in the cartridge. The staples were bent. Functionally, the reload was reloaded with staples. The instrument and reload were applied to test media with proper staple formation. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.